Manufacturer narrative:
It was reported that during a right and left heart cath procedure the forceps punctured an unidentified femoral artery. Reportedly, this occurred as the cardiologist was using the forceps to spread the patient's skin after making an incision. Manual pressure was "held for hemostasis" over the puncture site. The patient was not under general anesthesia at the time of this incident. The procedure did not last longer than expected. There was no reported impact to the procedure, the patient, or the patient's stability. After an unidentified period of time a femoral ultrasound was performed with no adverse findings reported. No sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a right and left heart cath procedure the forceps punctured an unidentified femoral artery.